Event description:
Unable to get insulin from pen needles. Caller is using levemir flextouch. She screws the insulin pen onto the levemir but not getting any insulin.

Event description:
Unable to get insulin from pen needles. Caller is using levemir flextouch. She screws the insulin pen onto the levemir but not getting any insulin.